Event description:
It was reported that post implant of a new device, an x-ray revealed that the left ventricular (lv) lead had a "large gap" in the middle of the shocking coil which was determined to be a fracture. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.